Event description:
This valve was explanted after 1 day implant duration due to valve dysfunction caused by leaflets being too taut. It was reported that surgeon experienced "a failure with surgical suturing." This is a technique-related event. No further information was available.